Event description:
It was reported to baxter (B) (4) that a reservoir of a 2 day infusor ruptured during filling. The infusor was filled with deferoxamin. There is no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Device evaluation: the reported ccondition of "reservoir ruptured" was visually confirmed. The reported malfunction is being investigated under CAPA-(B) (4). (B) (4)